Event description:
It was further reported that the vessel was moderately calcified. The fracture of the rotawire guide wire occurred approximately 150mm from the tip of the guide wire. The rotawire guide wire came into contact with the rotablator rotalink burr resulting in the fracture of the guide wire into two pieces.

Event description:
Same case as: MDR ID 2134265-2013-01520. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. The physician inserted a 330 mm rotawire guide wire into the 1.50 mm rotablator rotalink device and the rotawire was separated. The physician was unable to remove the rotawire from the rotalink device. However, the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Updated: device evaluated by MFR. Device evaluated by manufacturer: after visual inspection, device was received separated in two segments with kinks and is inside rotablator. The visual and tactile inspection performed revealed device fractured at 133.4cm approx. From the distal end and kinks along the body. All outer diameter dimensions are within specification. The fracture section was sent to the mtac lab for analysis. The failure occurred due to a wear reduction of the cross sectional area followed by a final torsion overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that the vessel was moderately calcified. The fracture of the rotawire guide wire occurred approximately 150mm from the tip of the guide wire. The rotawire guide wire came into contact with the rotablator rotalink burr resulting in the fracture of the guide wire into two pieces.